Manufacturer narrative:
The investigation is ongoing.

Event description:
A patient received thermage treatment in (B)(6) 2017 to correct asymmetry to the left side of their face. A 200 shot treatment tip was used at treatment level 4.5 with more shots focused on the left side. The patient experienced swelling and the physician followed up with appropriate care to manage the swelling. A CT scan was performed initially by the physician to check for any possible damage and the results from the scan did not indicate any concerns. Later the patient sought further medical advice due to pain in the left side of their face not subsiding. According to the patient, the treatment has caused damage to their temporal mandibular joint.

Manufacturer narrative:
Although the thermage tip was not returned for evaluation; the data card log information was uploaded for review. Based on the evaluation of the data, the system and hp performed as expected. A risk assessment was performed for this adverse event. Complaint data shows there have been no other reports of temporal mandibular joint dysfunction associated with thermage cpt. Although the severity of harm for this adverse event is a major cause for concern, the reoccurrence of this harm is improbable thus the risk level is acceptable. The datacard showed technique errors that could have caused patient harm such as patient burns. It was not reported if anything out of the ordinary occurred during treatment. The evaluation of the datalogs confirmed the system and handpiece performed as expected. Based on the available information, no causal factor can be determined and no conclusion can be drawn. Solta will continue to monitor complaint data to determine if there are any trends related to this adverse event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.